Event description:
The head tube bearing are worn out as the head tubes are stripped out as well.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.